Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care provider (hcp) via a user facility regarding a trial patient, indication for use was pain relief. It was reported after the painful trial the patient was amazed, it took all the arm pain away. The patient sat up and was immediately nauseated, bad pinching across lower part of neck out to shoulder blade. ¿they¿ were told, but they never heard of that. Pinching could be a tight muscle. The patient loved the stimulation, but nausea and feeling their esophagus pushed let terrible gas come up. Two days later the patient went to have taken out on (B)(6) 2016 as symptoms were worse. It was noted that the company representative (rep) was there, and the patient reported that they loved the stimulation. The patient experienced a breathing problem, dizzy, nauseated, and back was red as fire and whelped. ¿she¿ never heard of that. The doctor who took it out said they would have to talk to the doctor who put it in about the patient¿s problems. The patient tried calling the spine center who did the implant for days trying to get help, but their answer was not related. The patient was told to go to the general practice doctor for follow up, which the patient did. At this point the patient was having severe muscle spasms, worst from upper back down to just below right breast about three ribs down to abdomen. This went on until june and the patient went to the ER for breathing problem and one leg weakness. The ER checked out major things like heart, clots, etc. The ER also called the spine center and got the patient in to see pain group doctors. Finally seven months later no better, just worsening back and shoulder pain plus abdomen and breathing problem still with burning pain down into chest. The patient had every medical issue checked out: heart, blood work, gastro, lungs (cancer), etc. Last night the patient had a 3d MRI, which showed nothing. The doctor stated that the patient has had everything checked out. The doctor told the patient ¿you need to call these people to help you tomorrow.¿ the patient had already done that and they couldn¿t be seen for 26 days, go to the ER. The patient felt tightness in their vertebrae which makes their esophagus feel like it was getting tight, or maybe ¿this has moved or shrunk.¿ the patient did not know what has happened to them. The patient never had back, neck, or breathing problems before. The patient felt somehow this happened during the spinal cord stimulation (scs) trial implant. It was noted that there was a serious injury.